Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard port MRI implantable port, one groshong catheter in two segments and their components were received for evaluation. Gross, microscopic, visual, tactile and functional testing were performed. The port stem was noted to have a fracture as a portion of the port stem was noted to be missing. The edges of the complete circumferential break on the proximal end of the first catheter returned were noted to be even. The surface was noted to be round and smooth. The edges of the complete circumferential break on the distal end of the first catheter returned were noted to be uneven. The surface was noted to have glossy features with striations were noted in one region. The edges of the complete circumferential break on the proximal end of the second catheter returned were noted to be uneven. The surface was noted to be glossy with striations throughout. The edges of the complete circumferential break on the distal end of the second catheter returned were noted to be uneven. The surface was noted to be glossy with striations throughout. The port and catheter were patent to both infusion and aspiration without issue. No leaks were observed throughout tests. According to the manufacturing site evaluation, a closer look revealed a break in the stem of the port and a part of the stem was missing. Therefore, the investigation is confirmed for the reported fitting problem and identified fracture, material separation. However, the investigation is inconclusive for the reported device damage prior to use as the exact circumstances at the time of reported event is unknown. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a preparation of port placement, the connecting body of the device was allegedly short, so it was not possible to fit the catheter. Reportedly a piece was missing. There was no patient contact.